Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. There was no issue found with the system. Log analysis was performed. The logs showed that the instrument was not added to the procedure.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site was unable to track a biopsy needle. The site tried adjusting the camera, confirming that trajectory was locked, and using a new needle. The surgeon decided to use the needle without navigation to complete the surgery. There was no impact on patient outcome.